Manufacturer narrative:
The carefusion identification file is (B)(4). (B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The company representative reported while using the static and dynamic compliance; the hot wires between pins of the flow sensor were melted. The customer stated the device was not used on a patient for pulmonary function testing at the time of the event.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect mass flow sensor. Visual examination of the mass flow sensor, as received, revealed the filaments to be burned. The reported "middle hot wire between pins are melted" failure was confirmed. The failure analysis technician determined the root cause to be due to material fatigue. This was noted that this can occur at any time during use whenever the mass flow sensor has reached the end of life. Upon further risk assessment, there is no danger of patient harm or user harm at the time of the filament failure as the hot wires are contained inside the plastic sensor housing and do not come in contact with the end user or patient at any time during use. Therefore the initial MDR should have not been submitted. This failure is unlikely to cause harm or injury to a patient or user.